Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak at the past o ring. The customer¿s blood glucose level 119 mg/dl at the time of the incident. There was no air bubbles in the reservoir. The reservoir will not be returned.